Event description:
It was reported by service report that the scale was not working. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning scale assembly display.